Event description:
It was reported that, "patient progressing well and back to work post primary tha on (B)(6) 2010 (cleared of prior infection to bone and surrounding tissue). On (B)(6) 2010, developed increased pain that further progressed to erythema, swelling, fever and decreased mobility. Admitted to hospital on (B)(6) 2010, and taken to surgery. Aspiration revealed pus and (B)(6) culture. Debridement and irrigation with vancomycin was completed along with revision of the acetabular liner and femoral head. Started on systemic vancomycin, rifampin and cefepime. PICC line inserted for long term antibiotic therapy. Discharged from hospital on (B)(6) 2010. Infection documented as clear based on no signs/symptoms on (B)(6) 2011. Remains on lifelong therapy of doxycycline. Patient remains active and back to work and continues follow up visits with (B)(4) study."

Manufacturer narrative:
The following other hip device was also listed in this report: v40 cocr lfit head 40mm/-4, cat# 6260-9-040, lot# mhn44r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.